Manufacturer narrative:
This report is submitted on april 17, 2018, (B)(4).

Event description:
Per the clinic, the patient was administered antibiotics and steroids (type and duration not reported) due to impaired healing at implant site. Clinical management is ongoing.